Event description:
A customer reported that their pump screen was not turning on and the quick bolus button was difficult to press. There was no adverse impact to the customer¿s blood glucose level, with no readings above 500 mg/dl or below 54 mg/dl reported. Technical support instructed the customer to check the power source and use specific techniques to turn on the screen. When these attempts failed, the customer was told to keep the pump plugged into a power source to use the displays.